Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed as the stent remains in the patient anatomy. The reported tip detachment was confirmed. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Additionally, a query of the electronic complaint handling database revealed no other similar incidents reported from this lot for deployment difficulty. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the narrow iliac artery. The 6.0x60mmx80cm supera self-expanding stent (ses) system was usefully advanced to the lesion. However, the stent was partially deployed, resistance was met during withdrawal of the delivery catheter, and the tip of the delivery catheter separated. Reportedly, the physician could not see that supera was still partially in the sheath, and as the delivery catheter was backed out, the tip became caught on the stent that was still in the sheath and separated. The separated tip was successfully withdrawn from the patient's anatomy with the sheath, without any additional intervention. The stent implant remains in the patient, as it fully deployed when the sheath/delivery catheter was removed. No additional treatment was performed. There were no reported adverse patient sequela; however, there was a reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.